Event description:
The customer reported that the system would not come up (no boot). This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The universal interface board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.